Event description:
Caller reported aviva system blood glucose results of 182 mg/dl, 120 mg/dl, 100 mg/dl, and 102 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.